Event description:
It was reported that inappropriate shock therapy was observed on the implantable cardioverter defibrillator (ICD). Programming changes were made to turn off ventricular fibrillation therapy assurance (vfta).